Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a right side deflation. Device remains implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: crack opening, delamination, crease fold, wear abrasion. Leak test was performed and found delamination on diaphragm valve, crack opening on diaphragm valve. A microscopic analysis was performed which identified delamination in the diaphragm valve and crack opening on diaphragm valve. And opening striated. Based on the device analysis the final assessment is delamination of the diaphragm valve assessed as adhesive failure, a crack opening on diaphragm valve due to cracked valve seat diaphragm valve, and a striated edge opening on radius side due to surgical damage.